Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cuff did not seem to inflate and stay inflated. This was the patient's first tracheotomy change, and this caused undue trauma and some bleeding due to insertion and immediate removal.

Manufacturer narrative:
Updated: d3 - MFR establishment name. Additional information was received on 05-mar-2026. Based on additional information received, updating the report to reflect that a patient was harmed as a result of the event. Furthermore, the description of the harm has been updated to indicate that the patient experienced trauma and bleeding.

Manufacturer narrative:
One used sample was received for evaluation for the complaint that the cuff did not seem to inflate and stay inflated. The device history file was reviewed. There were no discrepancies noted relevant to the indicated failure mode. No cosmetic or functional defects nor damage identified during initial inspection. The reported device issue could not be duplicated. Therefore, the complaint cannot be confirmed.